Event description:
It was reported that a speck of dirt was found inside the urine meter of the drain bag upon opening the package.

Manufacturer narrative:
The reported event was unconfirmed, as the problem could not be reproduced. The evaluation found that there was a black and brown dirt inside the urine meter. The size of the foreign material was within the internal acceptance limit. Based on the investigation findings, the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "cautions/warnings ¿ this is a single use product. Do not reuse. ¿ this product must be stored in a cool, dry place, away from wet and direct sunlight. ¿ should the package is damage, do not use the product. ¿ this product is sterilized by ethylene oxide gas." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a speck of dirt was found inside the urine meter of the drain bag upon opening a package.